Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was returned on 12/28/2023 and was tested on 1/31/2024. The results are below: the event log was reviewed, and the reported issue was not found. There were no lines that indicate the vtbi going to 3688.8 ml, or the vtbi changing from 92 to 184 as mentioned in the case. The pump's vtbi is seen to be set to 184 ml in several points in the event log, but at no point does the event log state 92 ml., which is what the rate claimed to be changed from. The evidence of the vtbi is shown below at 184 ml: "event 342: log_event_off; time: 165:23:25; rmp: 69195; reason: log_off_cause_shut; eventbytes: 01 23 25 01 0e 4b 2e d1. Event 343: log_event_on; time: 165:165:165; software_version: 213; reason: log_on_cause_onoff; eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 344: log_event_set_rv; time: 165:58:53; vtbi: 1840ml; rate: 40ml/hr; eventbytes: 07 58 53 07 30 00 28 11. Event 345: log_event_data; time: 165:58:53; type: current_infusion_data; data_log_start; eventbytes: 0b 58 53 02 40 00 00 f8 " the pump meets passing criteria, reported issue not found.

Event description:
On 12/14/2023, infutronix received a report that a pump had infusion parameter error, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The device was returned for evaluation.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was returned on 12/28/2023 and was tested. The results are below: the event log was reviewed, and the reported issue was not found. There were no lines that indicate the vtbi going to 3688.8 ml. The pump meets passing criteria.